Manufacturer narrative:
Submission date of this report 12/17/97.

Event description:
The reporter (pt) called on 12/9/97 to report that the subject problem was not with the enteral feeding container attached to the pump administration set, but with the carrying case (ambulatory transporter). The dist was contacted. The dist stated they tested the subject device and found the user was placing the administration set into the ambulatory transporter incorrectly, and this caused the initial under-delivery event. The user was instructed on how to assemble the device using the ambulatory transporter, and it is now functioning correctly. The device will not be returned to the MFR.